Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4), during an internal review on (B)(6) 2021 a correction to 3500a initial was noted as in error the following was omitted from h10. Additional manufacturer narrative: ¿manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer.¿

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4) during an internal review on 4/21/2021, observed a correction to the 3500a initial. The physician information was omitted in error. Therefore, updated e. Initial reporter section to include the physician information.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient underwent an atrioventricular reentrant tachycardia/wolff-parkinson white syndrome (avrt/wpw) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and blood transfusion. During the procedure, when opened the smartablate tubing stop cock, it was loose and fell out of the package and onto the floor. A new smartablate tubing was opened. The case continued. It was thought that the issue occurred during packaging and handling. Stopcock wasn¿t damaged. Only dislodged from the packaging and therefore, fell out onto the floor when opened. At the end of the procedure, the physician confirmed cardiac tamponade by soundstar catheter. Pericardiocentesis was done drain the fluid (unknown amount) from the pericardium. The caller states the patient's blood pressure was stable, but they were in a tachycardia rhythm. After the pericardiocentesis the patient's cardiac rhythm became stable and they went into a normal sinus rhythm. The patient did not require any surgical repair. The patient improved and was extubated on (B)(6) 2021. Prolonged hospitalization was required for monitoring and transfusion. Physician did not provide a causality opinion; no baseline effusion was observed prior to the transseptal puncture. The event occurrence unknown. Numerous sessions of mapping the wpw in normal sinus rhythm (nsr) and tachycardia. Effusion was noticed when a second doctor came in and took the catheter reins to find the tricky pathway and went retrograde and paced mapped. The second doctor noticed the patient¿s intrinsic rhythm was very rapid and beating his pacing which led to the discovery of the pericardial effusion. Transseptal puncture was done with a safesept transseptal guidewire. There¿s no evidence of steam pop during the ablation. Default stsf flow settings were used. Correct catheter settings were selected on the generator. The pump was switching from low to high during the ablation. Force visualization features used were graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were maximum distance change: 3 mm, minimum time: 3 seconds and force over time: 25% minimum force: 3 g. Respiration gate was used as additional filter. Total time was used as coloring option. Since this event is life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable, the tubing connector damage issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.